Event description:
Customer reported a blood glucose level of "high." Customer changed supplies and resumed insulin therapy which successfully resolved the blood glucose level. No further information was provided.

Event description:
Customer reported a blood glucose level of "high." Cause was due to customer under-bolusing for a meal. Customer changed supplies and resumed insulin therapy which successfully resolved the blood glucose level.